Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated') and device breakage ('essure fragmentation') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (2 gestation). In 2012, the patient experienced abdominal pain lower ("low abdominal cramps"). In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced headache ("cephala"), menorrhagia ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), psychomotor hyperactivity ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, anxiety disorder, depression and dysmenorrhoea outcome was unknown and the headache, menorrhagia, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and psychomotor hyperactivity had not resolved. The reporter considered abdominal pain lower, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, headache, menorrhagia, psychomotor hyperactivity, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps and she was medicated with analgesics and antiinflammatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started presenting pain during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient) and received antiinflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device dislocated and fragmentated in several parts, in eminence to perforate of the internal organs.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('essure dislocated') and device breakage ('essure fragmentation'). In a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 2 (2 gestation). In 2012, the patient experienced abdominal pain lower ("low abdominal cramps"). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced adenomyosis ("uterine adenomyosis") and hepatic steatosis ("hepatic steatosis"). In 2017, the patient experienced headache ("cephalea"), heavy menstrual bleeding ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), psychomotor hyperactivity ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder/anguish"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle radiating to lumbar"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with analgesics and diclofenac diethylamine (anti inflammatory). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, anxiety disorder, depression, dysmenorrhoea, dyspareunia, adenomyosis and hepatic steatosis outcome was unknown. And the headache, heavy menstrual bleeding, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and psychomotor hyperactivity had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hepatic steatosis, psychomotor hyperactivity, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps. And she was medicated with analgesics and antiinflammatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started, presenting pain, during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient) and received antiinflamatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal: on (B)(6) 2017, abdomen and pelvis MRI show hepatic steatosis and uterine adenomyosis; x-ray: on an unknown date, device dislocated. And fragmentated in several parts. In eminence to perforate of the internal organs. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the follow information were updated: physician's reporters, lab data, other treatment products, dyspareunia, adenomyosis uteri, hepatic steatosis. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and via lawyer and describes the occurrence of device dislocation ('essure dislocated') and device breakage ('essure fragmentation'). In a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 2 (2 gestation). On 2012, the patient experienced abdominal pain lower ("low abdominal cramps"). On october 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced adenomyosis ("uterine adenomyosis") and hepatic steatosis ("hepatic steatosis"). On 2017, the patient experienced headache ("cephalea"), heavy menstrual bleeding ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), psychomotor hyperactivity ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder/anguish"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle radiating to lumbar"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with analgesics and diclofenac diethylamine (anti inflammatory). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, anxiety disorder, depression, dysmenorrhoea, dyspareunia, adenomyosis and hepatic steatosis outcome was unknown. And the headache, heavy menstrual bleeding, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and psychomotor hyperactivity had not resolved. The reporter considered abdominal pain lower, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hepatic steatosis, psychomotor hyperactivity, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps. And she was medicated with analgesics and antiinflammatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started presenting pain, during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient). And received antiinflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal: on (B)(6) 2017, abdomen and pelvis MRI show hepatic steatosis and uterine adenomyosis; x-ray: on an unknown date, device dislocated. And fragmentated in several parts, in eminence to perforate of the internal organs. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmentation") and device dislocation ("essure dislocated") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of obesity and parity 2 (2 gestation). In (B)(6) 2012, the patient had essure inserted. In 2012 she experienced abdominal pain lower ("low abdominal cramps"). On (B)(6) 2017 she experienced adenomyosis uteri ("uterine adenomyosis") and hepatic steatosis ("hepatic steatosis "). In 2017 she experienced headache ("cephalea"), heavy menstrual bleeding ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), psychomotor hyperactivity ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder / anguish"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle radianting to lumbar"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), dyspareunia ("dyspareunia"), pelvic pain ("- chronic pelvic pain"), adenomyosis ("adenomyosis"), genital haemorrhage ("irregular bleeding"), abnormal uterine bleeding ("abnormal uterine bleeding"), perineal pain ("perineal pain"), presyncope ("vasovagal syndrome") and salpingitis ("salpingitis"). The patient was treated with analgesics and anti inflammatory (diclofenac diethylamine) as well as surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the headache, heavy menstrual bleeding, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and psychomotor hyperactivity had not resolved. The outcomes for device breakage, device dislocation, anxiety disorder, depression, dysmenorrhoea, dyspareunia, adenomyosis uteri, hepatic steatosis, pelvic pain, adenomyosis, genital haemorrhage, abnormal uterine bleeding, perineal pain, presyncope and salpingitis were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis uteri, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hepatic steatosis, pelvic pain, perineal pain, presyncope, psychomotor hyperactivity, salpingitis, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps and she was medicated with analgesics and antiinflamatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started presenting pain during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient) and received antiinflamatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] on (B)(6) 2017: abdomen and pelvis MRI show hepatic steatosis and uterine adenomyosis [pathology test] (dates unknown): material: uterus and tubes. Macroscopy: total hysterectomy surgical specimen weighing 102.0 grams and measuring 9.0 x 5.0 x 4.0 cm, partially covered by thickened and congested serosa. Myometrium measures 1.8 cm thick and exhibits a fasciculated appearance. The endometrium measures 0.2 cm thick and is brownish in colour. The cervix measures 3.0 x 3.0 x 3.0 cm, and is partially covered by congested ectocervix with an external slit orifice. Tubes measuring 9.0 x 0.5 x 0.5 cm each, lined by congested serosa. In the cuts, the lumens are virtual and there is evidence of a spiral spring (essure) in the lumen. (6b/ 11f/cr) conclusion: 1- adenomyosis. 2- chronic endometritis. 3- chronic cervicitis with tubal metaplasia. 4- bilateral chronic salpingitis with the presence of an intratubal device. And macroscopy: total hysterectomy surgical specimen weighing 102.0 grams and measuring 9.0 x 5.0 x 4.0 cm, partially covered by thickened and congested serosa. Myometrium measures 1.8 cm thick and exhibits a fasciculate appearance. The endometrium measures 0.2 cm thick and is brownish in colour. The cervix measures 3.0 x 3.0 x 3.0 cm and is partially covered by a congested ectocervix with an external slit orifice. Tubes measuring 9.0 x 0.5 x 0.5 cm each, lined by congested serosa. In the cuts, the lumens are virtual and there is evidence of an aspirational spring (essure) in the lumen. (6b/ 11f/cr). Conclusion: 1- adenomyosis. 2- chronic endometritis. 3- chronic cervicitis with tubal metaplasia. 4- bilateral chronic salpingitis with the presence of an intratubal device. [Ultrasound scan] (date unknown): uterus avf 106.56 cc, presence of two images compatible with microdevice. Myometrium homogeneous texture. Endometrium 7.7 ro 6.0 lo 5.8 [x-ray] on (B)(6) 2020: linear artifacts in the adnexal regions.; (date unknown): device dislocated and fragmentated in several parts, in eminence to perforate of the internal organs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure fragmentation") and device dislocation ("essure dislocated") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of obesity and parity 2 (2 gestation). On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced abdominal pain lower ("low abdominal cramps"). On (B)(6) 2017, she experienced adenomyosis uteri ("uterine adenomyosis") and hepatic steatosis ("hepatic steatosis"). In 2017, she experienced headache ("cephalea"), heavy menstrual bleeding ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), psychomotor hyperactivity ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder / anguish"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle radiating to lumbar"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), dyspareunia ("dyspareunia"), pelvic pain ("chronic pelvic pain"), adenomyosis ("adenomyosis"), genital haemorrhage ("irregular bleeding"), abnormal uterine bleeding ("abnormal uterine bleeding"), perineal pain ("perineal pain"), presyncope ("vasovagal syndrome") and salpingitis ("salpingitis"). The patient was treated with analgesics and anti inflammatory (diclofenac diethylamine) as well as surgery (total hysterectomy & bilateral salpingectomy). At the time of the report, the headache, heavy menstrual bleeding, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and psychomotor hyperactivity had not resolved. The outcomes for device breakage, device dislocation, anxiety disorder, depression, dysmenorrhoea, dyspareunia, adenomyosis uteri, hepatic steatosis, pelvic pain, adenomyosis, genital haemorrhage, abnormal uterine bleeding, perineal pain, presyncope and salpingitis were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis uteri, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hepatic steatosis, pelvic pain, perineal pain, presyncope, psychomotor hyperactivity, salpingitis, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps and she was medicated with analgesics and antiinflammatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started presenting pain during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient) and received antiinflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] on (B)(6) 2017: abdomen and pelvis MRI show hepatic steatosis and uterine adenomyosis [pathology test] (dates unknown): material: uterus and tubes. Macroscopy: total hysterectomy surgical specimen weighing 102.0 grams and measuring 9.0 x 5.0 x 4.0 cm, partially covered by thickened and congested serosa. Myometrium measures 1.8 cm thick and exhibits a fasciculated appearance. The endometrium measures 0.2 cm thick and is brownish in colour. The cervix measures 3.0 x 3.0 x 3.0 cm, and is partially covered by congested ectocervix with an external slit orifice. Tubes measuring 9.0 x 0.5 x 0.5 cm each, lined by congested serosa. In the cuts, the lumens are virtual and there is evidence of a spiral spring (essure) in the lumen.(6b/ 11f/cr). Conclusion: 1- adenomyosis. 2- chronic endometritis. 3- chronic cervicitis with tubal metaplasia. 4- bilateral chronic salpingitis with the presence of an intratubal device. And macroscopy: total hysterectomy surgical specimen weighing 102.0 grams and measuring 9.0 x 5.0 x 4.0 cm, partially covered by thickened and congested serosa. Myometrium measures 1.8 cm thick and exhibits a fasciculate appearance. The endometrium measures 0.2 cm thick and is brownish in colour. The cervix measures 3.0 x 3.0 x 3.0 cm and is partially covered by a congested ectocervix with an external slit orifice. Tubes measuring 9.0 x 0.5 x 0.5 cm each, lined by congested serosa. In the cuts, the lumens are virtual and there is evidence of an aspirational spring (essure) in the lumen. (6b/ 11f/cr). Conclusion: 1- adenomyosis. 2- chronic endometritis. 3- chronic cervicitis with tubal metaplasia. 4- bilateral chronic salpingitis with the presence of an intratubal device. [Ultrasound scan] (date unknown): uterus avf 106.56 cc, presence of two images compatible with microdevice. Myometrium homogeneous texture. Endometrium 7.7 ro 6.0 lo 5.8 [x-ray] on (B)(6) 2020: linear artifacts in the adnexal regions; (date unknown): device dislocated and fragmentated in several parts, in eminence to perforate of the internal organs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: new events perineal pain, pelvic pain female, salpingitis, genital bleeding, presyncope, abnormal uterine bleeding added. Medical history, lab data, essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure dislocated') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "essure fragmentation" (seriousness criterion medically significant). The patient's medical history included parity 2 (2 gestation). In 2012, the patient experienced abdominal pain lower ("low abdominal cramps"). In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced headache ("cephalea"), menorrhagia ("increased of menstrual flow, with clots"), vaginal discharge ("increase of vaginal secretion"), vulvovaginal pruritus ("vagi nal pruritus"), diarrhoea ("intense and sporadic diarrhea associated with the menstrual cycle"), feeling abnormal ("difficulty staying in the same position for a long time"), anxiety disorder ("anxiety disorder"), depression ("depressive condition") and dysmenorrhoea ("intense pain during menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, anxiety disorder, depression and dysmenorrhoea outcome was unknown and the headache, menorrhagia, abdominal pain lower, vaginal discharge, vulvovaginal pruritus, diarrhoea and feeling abnormal had not resolved. The reporter considered abdominal pain lower, anxiety disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, feeling abnormal, headache, menorrhagia, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: after the insertion of essure, consumer presented lower abdominal cramps and she was medicated with analgesics and antiinflammatory nos. She presented improvement after some days. In 2017, besides of the lower abdominal pain, she also started presenting pain during the menstrual cycle. Due to it, she went to the hospital sometimes (outpatient) and received antiinflammatory and analgesic drugs, with partial improvement. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device dislocated and fragmentated in several parts, in eminence to perforate of the internal organs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.